Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Customer ran a back to back blood test using capillary blood sample, results were 62mg/dl and 89mg/dl. I recall the last 5 meter memory results: (B)(6)2015-8:28pm-68. (B)(6) 2015-8:12pm-59. (B)(6) 2015-8:07pm-57. (B)(6) 2015-7:57pm-52. (B)(6) 2015-7:51pm-41. Customer is feeling well at this time and does not require any medical attention. Customer test strips are in date 11/30/2016 and were open on (B)(6) 2015. Customer control solution is in date 11/30/2016 and was open on (B)(6) 2015. She stores both the meter and the test strips on the kitchen table. Customer expected blood result is 140-150mg/dl. She does not have any symptoms of low blood sugar and has not changed her diet. Customer was very concerned with her result of 41mg/dl taken on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.